Manufacturer narrative:
The device had an unexpected restart alarm after battery change and resets time/date to factory default due to voltage leak at interface board. The device passed the self-test and displacement test. No unexpected alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm and external ram crc error. Customer's blood glucose value was unknown. Customer was assisted with changing the battery but the alarm was not resolved. Insulin pump will be returned for analysis.